Event description:
It was observed during inspection of the device, the air/water tube and cylinder of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The customer did not provide responses to follow up questions regarding cleaning disinfection and sterilization (cds) processes. The customer did confirm they use simethicone to flush the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.